Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle exhibited p wave over-sensing and inappropriate therapy. X-ray indicated that the lead was dislodged. The lead was repositioned on (B)(6) 2021. Patient was stable.